Event description:
The lay user / patient contacted lifescan (lfs) on july 11, 2006 alleging high readings on his one touch ultra meter. A medical affairs specialist (mas) spoke to the patient on july 11, 2006 and obtained / verified the following information: in 2006, at 4:30 pm, the patient obtained a 260 mg/dl (no symptoms) and took his novolog based on a sliding scale. He went to a tennis class and prior to the class ending around 6:00 pm, the patient experienced symptoms of hypoglycemia (shaky and was confused). He tested his blood glucose and received a 271 mg/dl and retested and obtained a 444 mg/dl. The tennis instructor contacted the paramedics because she felt he was hypoglycemic. While waiting for the paramedics, the patient ate 1/2 a peanut butter jelly sandwich and a bottle of lemonade. At an unspecified time, the paramedics arrived and tested the patient's blood glucose on their one touch ultra meter and obtained a 44 mg/dl. The patient refused to go to the ER. Paramedics treated him with an instant glucose tube and retested him several minutes later and obtained an 80 mg/dl. Patient retested himself on his meter and obtained a reading in the 90's. The test strips were in good condition and not expired. The patient had been cleaning the puncture area incorrectly (testing without cleaning the fingers) and the technique of applying blood on the test strip was also done incorrectly (smeared the blood on the test strip). A quality control test was not done, since the patient did not have any control solution. Customer care advocate (cca) sent the patient a replacement meter, strips and control solution. The complaint is being reported because the patient developed symptoms that did not correlate to the meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.